Manufacturer narrative:
Batch review performed on 15 october 2025. Lot 2215645: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 20-oct-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: aseptic loosening is an adverse event that may occasionally happen, as described in scientific literature. No final conclusion can be drawn on the origin of this problem with the information in our hands.

Event description:
Two years and eight months after the primary surgery, the patient presented with pain due to tibial loosening. The surgeon revised the femoral, tibial, and insert components with tinbn-coated implants. The surgery was completed successfully.